Event description:
The cereborospinal fluid leaked from luer connector to the external drainage kit even though the doctor set the product according to the instructions for use. The connector was changed and was found to be cracked. The doctor was concerned that the condition of the device had the possibility to cause infection to the patient. It was reported that this type of device malfunction occurred another time recently. See codman reference # 0201158c-2, mfg medwatch report# 1226348-2002-0217.